Event description:
(B)(4) severe pain and bleeding unlike any period ever. I have experienced weight gain, mood changes, dry itching skin, gastrointestinal issues including extreme diarrhea, pain with intercourse, headaches and confusion, abdominal swelling and several other symptoms. I have a sensitivity to nickel and was never informed of the device having nickel.